Event description:
It was reported the pt experienced withdrawal symptoms and was admitted to the hosp for 7 days. The refill date was missed due to miscommunication between the pt and the hcp for the correct date. The pt reported the refill date was 2008, but was told he was not scheduled until about seven weeks later for a refill. The volume in pump was below the recommended volume to maintain adequate infusion. After the pt was released from the hosp, the pump began to alarm and the pt heard the critical alarm. The pump was refilled with morphine. Two days later, the pt became incoherent, urinated uncontrollably, and had difficulty walking. The symptoms worsened over the following days, but appeared to lessen as the pt reported, "he is doing better now". The pt expressed concern about future refills and reported consulting with a different hcp.